Event description:
(B)(6) study. It was reported that vessel dissection occurred. The index procedure was performed on target lesion with 6 mm x 20 mm charger balloon, class b dissection was noted which was treated with the placement of study stent and post-dilatation. Follow up angiography revealed no evidence of dissection. .